Event description:
No add'l info could be obtained.

Event description:
Same case as MFR #6000093-2004-01002. It was reported that during a coronary drug eluting stenting treatment procedure, withdrawal difficulties were encountered. The physician was able to successfully deploy in the left anterior artery (lad) a taxus express2 8.8% 2.75 x 24mm and a taxus express2 8.8% 3.0 x 28mm drug eluting stent. After the balloon was deflated, the physician reported facing "great resistance" upon withdrawal. The physician was able to remove the balloon from both stents using unknown maneuvers. There were no pt complications. Add'l info has been requested.